Event description:
The customer reported being in the intensive care unit due to high blood glucose of 550mg/dl, and her blood glucose was treated with an insulin drip. The customer stated that the infusion set was changed and noticed the cannula was bent, but she did not receive a no delivery alarm. The caller stated that she attempted to bolus with the insulin pump to lower her blood glucose, but it did not drop. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir warnings. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Reminded the caller to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.